Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. After review of two pictures provided by the customer, it was unable to be confirmed the failure mode reported as "broken/cracked - info not provided". A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the issue is that the connector from our standard tube is uncoupling on its own". No patient injury or harm reported. Patient condition unknown at time of report. Specific information requested to the customer regarding the event has been unsuccessful.